Manufacturer narrative:
The returned device was evaluated. During evaluation no sound could be heard from the device. Speaker audio was not emitted during power on, button presses, or during alarm. Alarm was verified "on" in the device settings. The system board was swapped out and the device functioned as designed.

Event description:
It was reported that there was no sound from the speakers. There were no error codes on the display. The visual display and alarms were working properly. No patient involvement.